Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. Citation: chugh, pv., danford, j., farber, a., ayalon, n., verma, a., helm, rh., monahan, km., & kalish, ja. (2024). Retrieval of embolized watchman flex atrial appendage occlusion device; vasc endovascular surg. 15385744241251657.

Event description:
Reported via journal article. It was reported via journal article that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx closure device was implanted. Approximately two (2) months post procedure, the patient presented with renal failure, abdominal pain, and difficulty walking. It was found that the closure device had embolized to the abdominal aorta at the level of the renal arteries with associated thrombus. Extensive workup revealed reduced left ventricular cardiac function and decreased renal function, both of which were felt to be potentially reversible with device removal. The patient underwent retrieval of the device and all associated thrombus via an open retroperitoneal approach.